Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The clip was prepared and advanced into the anatomy. At the stage of deployment, they lock line was being pulled when a knot was noted. It was tried to be pulled out on the side without success. The clip was removed and replaced with another to complete the procedure. Mr was reduced to grade 1.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The clip was prepared and advanced into the anatomy. At the stage of deployment, they lock line was being pulled when a knot was noted. It was tried to be pulled out on the side without success. The clip was removed and replaced with another to complete the procedure. Mr was reduced to grade 1.

Manufacturer narrative:
All available information was investigated and the reported inability to remove the lock line and lock line knot were confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported from this lot. The investigation determined the reported inability to remove the lock line was due to the reported knot. However, a cause for how the lock line became knotted cannot be determined. There is no indication of a product issue with respect to manufacture, design or labeling.